Event description:
A customer observed a non-reproducible falsely elevated trop I es result on the vitros eci analyzer. The result was not reported out of the laboratory as the customer ran the sample with two replicates. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the event was instrument related. Following service to address reagent metering subsystem, consistent acceptable performance was obtained. Post servicing, the instrument was returned to expected operation. The root cause of the event is instrument related.